Manufacturer narrative:
After the battery pins were replaced and some other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause was determined to be due to the broken battery pins.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no report of patient use associated with the reported event.